Manufacturer narrative:
The tech replaced the external buzzer power control board assembly to resolve the issue.

Event description:
The account alleged the bed exit has no audible sound. No pt impact.